Event description:
It was reported by service report that the bed had no power due to both power cords had broken prongs inside the plug, and the scale display was hard to read. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cords had broken prongs. Scale display was dim.